Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2014 and the mesh was implanted. The patient experienced repeated urinary infection since the operation, around 14 in 12 months including two acute pyelonephritis and one hospitalization of nearly 7 days. The patient underwent a new surgery for incision of strip.